Event description:
It was reported that during a sinus procedure using an entact septal stapler, the handset failed to deploy the staple. The surgeon had to complete the procedure using an alternate method. There were no significant delays or patient complications reported as a result of this event.